Manufacturer narrative:
Updated data: h6 - eval method code b01 added for the first valve (f173950) and first dcs (0011388403) utilized in the implant procedure. B18 was added for the second dcs (0011310223) that was discarded. Analysis results coding for delivery catheter system (dcs) model d-evprop23-29 with lot number 0011388403. Dcs product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The dcs (0011388403) was received with the capsule fully closed. The handle was intact. The tip retract was partially detached with no evidence of forced opening. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with crown overlapping. The deployment knob appeared to retract and advanced the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame on the distal section and the proximal end of the capsule. There was a bend to the capsule. There was a slight bend to the stability shaft. There was flattening to the distal end of the inner member shaft. The reported event for dislodged, valve could not be confirmed in the analysis. Valve (sn f173950) product analysis: upon receipt at medtronic's quality laboratory, the valve appeared discolored showing evidence of blood contact. All leaflets were dehydrated and stiff. Leaflets exhibited signs of severe creases. As received, all leaflets were in a partially closed position with a large gap between all free margins. All commissures were dehydrated; appeared intact. The valve was received in a partially crimped state, predominantly at the inflow. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition, possibly from being loaded inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5, d4 - expiration date and serial #, h4 - device mfg date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that clarified the order of valve use. The first valve used for attempted implant was serial number (B)(6). The second valve used and implanted was serial number (B)(6). The first valve and dcs load was confirmed via visual, tactile and fluoroscopic methods and the overlap was noted to the fourth node. The valve was loaded one time and no misloads were identified. The infold was first noted on the first deployment at two-thirds deployment. Per the physician, the calcification of the right coronary cusp (rcc) contributed to the infold.

Event description:
Additional information was received which indicated that prior to the implant of the valve a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) diameter non-medtroinc balloon with a length of 40mm. During the valve implant procedure, the initial valve was resheathed for valve positioning and recaptured a total of 4 times. As reported, the recaptures were due valve dislodgements which resulted in too high of a valve position and poor expansion. The valve implant depth was 3 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Following the successful implant of a different transcatheter valve, echocardiogram identified mild paravalvular leak (pvl). The stroke was confirmed via neurology specialist assessment. A magnetic resonance imaging (MRI) identified small acute infarcts in the post-right frontal cortex and left midline at brain stem. A computed tomography (CT) intracranial angiogram also was performed. Change in conscious level was and a rapid onset of focal or global neurological deficit were reported. The symptoms did not resolve within 24 hours. However, the suspected acute stroke was report ed as resolved 10 days following the valve implant procedure. There was no history of cerebrovascular disease. However, it was reported that the right coronary cusp was ¿quite heavily¿ calcified which extended into the infra-annular region and this might have cont ributed to the event. The physician reported the stroke was probably related to the procedure and valve but unlikely related to the delivery catheter system (dcs). Treatment included and a statin and dual anti-platelet therapy (dapt). At the 30-day follow-up the patient reported no more sequelae present. The patient was discharged from speech, physio and occupational therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29, serial/lot #: (B)(6), ubd: 01-sep-2023, UDI#: (B)(4)// product ID: d-evprop23-29, serial/lot #: (B)(6), ubd: 02-sep-2023, UDI#: (B)(4)// product ID: d-evprop23-29, serial/lot #: (B)(6), ubd: 13-jul-2023, UDI#: (B)(4) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the deployment of a 29-millimeter (mm) transcatheter bioprosthetic valve, fluoroscope showed that the valve looked under expanded and a small infold was suspected. The valve was removed and replaced. Replacement 29mm transcatheter bioprosthetic valve implanted successfully. Following the procedure an acute stroke was suspected. The patient was drowsy and experienced dysarthria. The prolongation of hospitalization was required. Computed tomography (CT) imaging showed no acute intracranial abnormality and no large vessel occlusion. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - fdm, fdr, fdc conclusion: the device history record (DHR) (sn (B)(6) and frame record were reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: four intra procedural fluoroscopy images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. The images provided were limited and did not reflect the event in its entirety. This event referred to a post procedure stroke. Two fluoroscopy valve load inspections were performed and confirmed a good load. However, it was not clear which valve load corresponds to which valve. The valve expansion was assessed in the lao view, in which no infold was visible, and in the cusp overlap view, in which the valve appeared to be under expanded rather than infolded. In this case, the valve appeared to be under expanded rather than infolded but since it was not entirely evident, proper action was taken by the physician and the field team to ensure patient safety was assured. It was reported that during the implantation of the new valve, four recaptures were performed. Deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, the system should be removed from the patient. The subjects valve (sn (B)(6) was returned for analysis. The valve analysis results were previously reported. The reported event indicated that during the deployment of this 29-millimeter (mm) transcatheter bioprosthetic valve, fluoroscope showed that the valve looked under expanded. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. As reported, the recaptures were due to valve dislodgements which resulted in too high of a valve position and poor expansion. However, a conclusive cause of under expanded valve could not be determined with information available. It was also reported that the infold was first noted on the first deployment at two-thirds deployment. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve) and/or procedural factors (i.e., pre-case planning, sizing, loading, user technique). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the physician, the calcification of the right coronary cusp (rcc) contributed to the infold. However, a conclusive cause of reported infolding could not be determined. The subjects dcs was returned for analysis. The dcs analysis results were previously reported. The reported event indicates that during the valve implant procedure, the initial valve was resheathed for valve positioning and recaptured a total of 4 times. As reported, the recaptures were due valve dislodgements which resulted in too high of a valve position and poor expansion. The valve implant depth was 3 millimeters (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Per the evolut fx IFU, deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Following the procedure an acute stroke was suspected. A magnetic resonance imaging (MRI) identified small acute infarcts in the pos t-right frontal cortex and left midline at brain stem. Stroke is a known potential adverse effect per the device IFU. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined. The implanted valve was not returned to medtronic, so no product analysis could be performed. Procedural images were provided for review; however, they did not capture the reported pvl. The reported event indicated that following the successful implant of the transcatheter valve, echocardiogram identified mild paravalvular leak (pvl). Pvl could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A conclusive cause could not be determined from the information available. Mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. There is no information to suggest a device quality deficiency that may have caused or contributed to the pvl. This pvl event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.